Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, the physician received an unsuccessful cavity integrity assessment (cia) test. A laparoscopy was performed and the physician visualized a "perforation in the fundus". The physician "stitched" the perforation and aborted the procedure. The patient was discharged home.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile record review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).